Event description:
Reportedly, during testing, a 'high fio2' alarm occurred. The measured fio2 value was found to be higher than the actual set value . When the oxygen sensor was replaced, this issue was resolved. There was no pt involvement reported.

Manufacturer narrative:
(B)(4).